Event description:
It was reported that during ankle ligament repair procedure in 2006, ti-screw anchors fractured and pt retained fragments. Procedure was successfully completed using the same type of anchor. No futher details provided.

Manufacturer narrative:
No further complications have been reported. There are warnings in the package insert that state that this type of event can occur. User facility is outside of the united states. No medwatch report was received. No user facility information is available. Site of occurrence: hospital(another country).